Manufacturer narrative:
Continued e.1. Phone number: (B)(6). Continued e.1. Fax number: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture; "silicone gel fistulization".

Event description:
Healthcare professional reported right side "multiple intracapsular rupture and heterogeneous appearance of the gel" and "silicone gel fistulization". Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6. Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: ¿ rupture: observed opening, assessed as fold flaw opening. ¿ silicone migration: unable to observe since it is not related to the device. As per the investigation procedure crease fold and wear abrasion were observed. None of the observations are found to be potentially related to the manufacturing process.

Event description:
Healthcare professional reported right side "multiple intracapsular rupture and heterogeneous appearance of the gel" and "silicone gel fistulization". The device has been explanted.